Event description:
It was reported that the customer received a sensor error alarm. The customer's blood glucose level was 18 mmol/l. The sensor glucose reading was very low but his/her blood glucose level was stable. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.